Manufacturer narrative:
(B) (4).

Event description:
The pt underwent ins replacement to a new ins with adaptor. Intra-operative impedances were high on lead electrodes 4-7. The extension and the extension/adaptor connection were still to be checked. Further info is being requested at this time.